Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle severely bent. However, no loose components were observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation confirms the reported event, which can be perceived as the loose interface. How and when the probe needle became bent cannot be determined from this evaluation; therefore the exact root cause cannot be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site an exact root cause for the issue was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was loose interface of the vitrectomy probe before minimally invasive vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).